Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2013, the patient was hospitalized due to obstruction of the gastric port on the jejunal tube. The jejunal tube was replaced on (B)(6) 2013. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.